Manufacturer narrative:
The sample was received on 02/11/2009, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
Catheter was placed, with flashback, threaded and button was depressed for retraction. Upon retraction, a piece of the catheter material appeared to retract with the needle. Blood return was not possible through the placed catheter. Clinician thought the catheter may have disconnected from the hub and left inside patient. Ultrasound was performed, but did not find catheter. They later confirmed the entire catheter retracted with the needle into the safety chamber.